Event description:
Treatment resulted in injury; I was treated with emfemme 360 for a gsu problem. The treatment was performed by the pa, not the doctor who is a urogyn in (B)(6). I was complaining of burning and pain and more gel was applied. The treatment continued. I completed the 3 treatments even as I continued to complain of pain. They told me nothing was wrong. I now have two vascular growths and as of yet after several medical appointments the problem has not been diagnosed nor has a solution or treatment plan been devised I believe that the emfemme 360 from btl industries is a danger. It claims that it has an FDA 510k clearance but I can find no evidence of this. I am in terrible pain and have several vaginal growths now it is impacting my life. I am trying to find information about this as skin changes in this area have been noted. I believe that this device burned my skin additionally, the lesions that are growing are a major concern, I hope you will investigate this device, I believe that it is dangerous. Emfemme360 is a vaginal device to cure incontinence and lax skin for gsu in women, I believe this is the cause of my damaged skin and growth. My contact information is (B)(6). Thank you. FDA safety report ID # (B)(4).